Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product I:d 5086mri58, implantable pacing lead, implanted: (B)(6) 2013. Product ID: a2dr01, implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had become dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.